Manufacturer narrative:
(B)(4).

Event description:
It was reported that, at implantation, impedance readings were greater than 4,000 ohms on all of the unipolar pairs and some of the bipolar pairs. There was no problem during the lead tunneling and placement. The lead was tested for motor response and the lead integrity appeared fine. The lead was removed and reinserted into the neurostimulator, but the high impedance readings remained. "Blue" was seen at all spaces between the electrodes, and the setscrew was in place. There was no motor response when the therapy was tested using the group/program on the neurostimulator. A new neurostimulator was opened and, similar , high impedance readings were received. A therapy/motor response was obtained. It was suggested that these high readings were temporary and would resolve. The pt was "doing well" and received effective stimulation. It was later reported that the pt needed to use the restroom more than what was experienced prior to the device implantation. A follow-up report will be filed if additional information becomes available.